Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during esophegectomy the needle broke off and fell in to the cavity. A new device was used to resolve the issue in order to complete the case. There was no injury to the patient. Patient status : alive - no injury.